Event description:
It was reported that the customer was hospitalized due to vomiting. It was reported that diabetic ketoacidosis may have been the cause; however, the customer's sister had a virus and she was vomiting as well. Troubleshooting was performed, and it was found that no alarms had occurred on the insulin pump. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.